Event description:
Patient suffered fracture of her femur on (B)(6) 2012. Patient underwent orif on (B)(6) 2012. Patient experienced multiple post operative complications and spent 8 days in ICU and a total of 18 days in hospital. She was transferred to a long term care facility for about 2 months and then to an assisted living facility until she returned home on (B)(6) 2012. On (B)(6) 2012 she indicated her leg was giving out and an x-ray confirmed the plate was broken.

Event description:
In a maude event report received it was reported that a patient experienced a femoral fracture related to bisphosphonates in 2012. The patient was implanted with an lcp proximal femoral hook plate on (B)(6) 2012. After a very complicated post op the patient was discharged to a nursing home, later to an assisted living facility, and then finally returned home. On an unknown date in 2012 the patient reported it felt like her leg caved in. Patient was taken to the emergency room and it was found that the plate had broken. The fracture site had not changed since the last follow-up films. The patient was transported to a larger facility for removal of hardware and revision to a nail on (B)(6) 2012. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Thi device is used for treatment, not diagnosis.